Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that the patient underwent a spinal fusion surgery using rhbmp-2/acs to treat degenerative disc disease. Post-operatively, the patient developed injuries include but are not limited to: total disability, intractable pain, intentional laceration injury to dural membrane for demonstration purposes, csf leakage events since surgery, non-fusion, ectopic bone growth at operated segments, screw protrusion into soft tissue beyond vertebral wall, accelerated adjacent segment degeneration, and "possible cancer." Reportedly, the patient "developed overgrown bone, experienced significant pain, and suffered other serious injuries."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent fusion surgery, where only select parts of rh-bmp2/acs were used(rhbmp2/acs and collagen sponge). The rhbmp2/acs was applied via an off label approach(i.e. From a posterior approach).the rhbmp2/acs collagen sponge was used to fuse more than one level of the spine.the rhbmp2/acs collagen sponge was placed outside a cage.post-op , the patient complained of worsening pain in her low back, with associated pain, radiculopathy and weakness in her lower extremities.the patient also underwent a painful revision surgery.patient continues to experience chronic low back pain with pain radiataing down the patient's left leg. Patient also experience weakness and muscle cramps/spasms in her left leg, and had difficulty walking standing sitting and sleeping. Patient suffer from bowel issues.patient suffers from depression and anxiety. Patient is unable to work.the serious injuries prevent patient from enjoying daily life activities that the patient enjoyed preoperatively, and patient had otherwise suffered serious and permanent injuries.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2009: the patient presented with spondylolisthesis. The patient underwent two-level laminectomy with tlif fusion surgery with from l4 to s1. Reportedly, bmp was used in this surgery. Implants were also used in this surgery. She also underwent posterior decompression at l4-5 and l5-s1 with bilateral pedicle screw fixation. On (B)(6) 2009, (B)(6) 2010: the patient presented in supportive therapy for evaluation of medications. Assessment: major depressive order, recurrent, definitely doing better. On (B)(6) 2011: the patient presented for cognitive behavioral therapy. Assessment: major depressive order. On (B)(6) 2011: the patient presented with low back pain with radiation to left leg down the foot. On (B)(6) 2011: the patient presented for psychotherapy and medication management. Assessment: major depressive order. On (B)(6)2011: the patient underwent CT myelogram of the lumbar spine due to nerve compression. Impression: mild diffuse disk bulge and thickening of the ligamentum flavum results in mild central stenosis at the l3-4 level and mild compression of the contrast column. A right nerve root sleeve cyst is also appreciated. Increased lucency around the bilateral s1 interbody screws, right greater than left, is suggestive of hardware loosening at this level. She also underwent fluoroscopic-guided lumbar puncture for CT myelogram of the lumbar spine due to nerve compression. Impression: successful fluoroscopic-guided lumbar puncture for CT myelogram of the lumbar spine. On (B)(6) 2011: the patient presented for follow-up. CT myelogram was reviewed, which revealed some fractional lumbar kyphosis with some retrolisthesis at l3-4 and a minor disk bulge at l3-4. It was noted that the patient had lucency around her s1 screws, but actually her grafts looked like they were healed with the end plates of both levels. On (B)(6) 2011: the patient presented with low back pain with lumbar radiculopathy. The patient stated that even after the surgery of (B)(6) 2009, she continued to have low back pain with radiation to her left leg and numbness and tingling in the l5 distribution. On (B)(6) 2011: the patient presented with pain. X-rays were reviewed which indicated two-level lumbar fusion at l4-5 and l5-s1; left sided weakness was also apparent on individual manual motor testing; numbness, tingling, and burning were mostly on the lateral aspect of the calf. On (B)(6) 2011: the patient presented for bilateral lower extremity electromyography and neuro-conduction study. Impression: there is electrodiagnostic evidence for a chronic left s1 radiculopathy which has undergone reinnervation. No acute or ongoing denervation was noted. Due to time constraints, the right leg was unable to be done. On (B)(6) 2011, (B)(6) 2012: the patient presented for a psychological assessment. Assessment: major depressive disorder. On (B)(6) 2012: the patient presented with low back pain that radiated down her left leg. She also complained of weakness in her leg. The patient underwent CT of lumbar spine due to low back pain. Impression: no evidence of fracture or loosening is identified; there is grade 1 anterolisthesis of l4 on l5, which is unchanged at the extremes of flexion and extension; no other spondylolisthesis is identified; mild anterior degenerative osteophyte formation is noted at l2-3; post-laminectomy changes are also identified from l4 through s1. On (B)(6) 2012: the patient presented with low back pain. The pain was constant, stabbing and aching. She also had twitching and spasms at the posterior of the left calf. On (B)(6) 2012: the patient underwent x-ray of the chest due to chest pain. Impression: no acute intra-thoracic process. On (B)(6) 2012: the patient presented with back pain and bilateral leg pain. She also complained of numbness in the left leg thigh, left foot. She was also diagnosed for pseudoarthrosis. She underwent MRI of lumbar spine. Impression: previous surgery with pedicular screws at l4-5. Mild spinal stenosis and neural foraminal narrowing is seen at l3-4. Slight anterolisthesis of l4 on l5 and laminectomies at l4-5 and l5-s1. There is also increased soft tissue around the left s1 nerve root, which presumably represents scarring. (On b)(6) 2012: the patient presented with orthopedic follow-up with pain in the back and both legs. The pain was described as severe and constant. Musculoskeletal examination revealed joint pain. Neurological examination revealed localized weakness. On (B)(6) 2013: the patient underwent CT of lumbar spine. Impression: heterotopic ossification l4-5 and l5-s1 left side; non-union l5-s1 posterolateral. On (B)(6) 2013: the patient presented with discrete low back pain radiating down the outer aspect and posterior lateral aspect of the left. It is worse when coughing and sneezing. On (B)(6) 2013: the patient underwent x-rays of the lumbar spine due to low back pain and surgical follow-up. Impression: anterior/posterior fusion at l4-5 and l5-s1 which appears solid by plain radiographic criteria. Loss of disk height at l2-3 with retrolisthesis. Flexion extension views demonstrate a small amount of movement at this level. On (B)(6) 2013: the patient underwent x-rays of the lumbar spine due to fall, pain. Impression: post-surgical changes of a posterior fusion extending from the l4 level through the s1 level without evidence of an acute osseous abnormality. On (B)(6) 2013: the patient presented with the following diagnoses: lumbar sprain/strain. Sciatic neuritis. Subluxation of lower extremity joint. Spasm of muscles. On (B)(6) 2014: the patient underwent CT of lumbar spine due to back pain and trauma. Impression: prior lumbar spine surgical changes. No acute fracture or traumatic subluxation. Lumbar spondylosis most pronounced at l3-4, where there is mild to moderate spinal canal stenosis. On (B)(6) 2015: the patient underwent x-rays of the lumbar spine due to degenerative disc disease. Impression: post-surgical changes status post posterior decompression and fusion with interbody spacer devices and fused bone graft material at l4-5 and l5-s1; the hardware appears intact; a slight anterolisthesis l4-5 is stable; there is marked interval progression in endplate sclerosis and anterior osteophytosis with disc space height loss at l2-3; there is no compression deformity. On (B)(6) 2015: the patient underwent MRI of lumbar spine due to low back pain and prior lumbar surgery. Conclusion: remote anterior posterior fusion change l4-s1 with laminectomy at l5. Minimal retrolisthesis with moderate disc space narrowing and degenerative change l2-3. Minimal anterolisthesis l4-5. Favor scar tissue left paramidline in the epidural space anteriorly and laterally at l5-s1 around the l5 and s1 nerve roots. No evidence of spinal stenosis or neuroforaminal narrowing throughout.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: on (B)(6) 2010, (B)(6) 2011: patient presented for supportive therapy to evaluate medicines for 25 minutes. Assessment: major depressive disorder, recurrent, mild, doing well. On (B)(6) 2009: patient presented for office visit with back pain post fusion surgery. Patient underwent radiograph of lumbar spine. Conclusion: status post l4 through s1 fusion with grade 1 spondylolisthesis of l4. On (B)(6) 2009: patient presented for office visit. Assessment: cleared for surgery. On (B)(6) 2009: patient presented for office visit. Assessment: major depressive disorder. 20 dec 2010: patient presented for office visit with chief complaint of low back pain with tingling left leg. Assessment: sciatica. Patient underwent radiograph of lumbar spine. Conclusion: posterior bony grafts have become more solid. On (B)(6) 2012: patient presented for office visit. Assessment: major depressive disorder. On (B)(6) 2013: patient presented for office visit. Assessment: major depressive disorder. Hypothyroidism. On (B)(6) 2013: patient presented for office visit. Assessment: major depressive disorder. Hypothyroidism. Pain disorder. On (B)(6) 2013: patient presented for office visit with chief complaint of arm pain. Patient presented with following pre-op diagnosis: major depressive disorder, hypothyroidism, chronic pain disorder. On (B)(6) 2013: patient underwent MRI right wrist. Impression: no evidence of any tendon or rupture, tenosynovitis or tendinosis. On (B)(6) 2013: patient presented for office visit. Assessment: fracture of ankle. Patient underwent x-ray left ankle ap lateral. Impression: oblique fracture distal fibula coursing down to plafond not significantly displaced with associated soft tissue swelling. On (B)(6) 2013: patient presented for office visit with chief complaint of ankle injury. Patient presented with following pre-op diagnosis: major depressive disorder, hypothyroidism, chronic pain disorder, fibromyalgia. Review of systems revealed: left ankle pain. Patient underwent x-ray which showed minimally displaced distal fibula structure. No fracture on foot films. No widening on stress view. On (B)(6) 2013: the patient presented with the following diagnoses: lumbar sprain/strain. Sciatic neuritis. Subluxation of lower extremity joint. Spasm of muscles. Patient underwent x-ray ankle left. Impression: cast material in place which obscures bony detail. Non displaced oblique fracture through the distal fibula, some increased lucency about fracture line there. On (B)(6) 2013: patient presented for office visit. Assessment: status post lateral malleolus fracture. X-ray revealed non displaced lateral malleolus fracture in good position. On (B)(6) 2014: patient presented for office visit with chief complaint of diarrhea. Patient presented with following pre-op diagnosis: major depressive disorder, hypothyroidism, chronic pain disorder. Assessment: status post ankle. Mild stiffness/mild foot/ ankle discomfort following fracture. Patient underwent x-ray left ankle. Impression: healing distal left fibular fracture in stable alignment. Disuse osteopenia. On (B)(6) 2014: patient presented for an extended visit. Assessment: major depressive disorder; hypothyroidism; pain disorder; ibs. Durable bowel syndrome- diarrhea. Weight loss. On (B)(6) 2014: patient presented for an extended visit. Assessment: major depressive disorder; hypothyroidism; pain disorder; ibs. On (B)(6) 2015, (B)(6) 2016: patient presented with complaint of depression. Patient presented with following diagnosis: depression, anxiety, varicella, chronic back pain. Assessment: major depressive disorder; hypothyroidism; weight loss; insomnia; post traumatic stress disorder; financial problems. Assessment of contact lens eye exam: floaters, left. Trace cataracts. Myopia with astigmatism and presbyopia. On (B)(6) 2015: patient presented with complaint of chronic pain. Assessment: major depressive disorder; chronic insomnia, post traumatic stress disorder, hypothyroidism. On (B)(6) 2015: patient underwent MRI lumbar spine without contrast. Conclusion: remote anterior posterior fusion changes l4-s1 with laminectomy at l5. Minimal retrolisthesis with moderate disc space narrowing and degenerative change l2-3. Minimal anterolisthesis l4-5. Favor scar tissue left paramidline in epidural space anteriorly and laterally at l5-s1 around l5 and s1 nerve roots. No evidence of spinal stenosis. On (B)(6) 2015: patient presented for office visit with chief complaint of arm injury. Patient presented with following diagnosis: depression, anxiety, varicella, chronic back pain. Assessment: major depressive disorder. Chronic insomnia. Post traumatic stress disorder. Hypothyroidism. On (B)(6) 2015: patient underwent x-ray left elbow. Impression: no definite joint effusion. Subtle buckle along lateral aspect of radial neck, suspicious for slightly impacted redial neck fracture. On (B)(6) 2015: patient underwent x-ray left elbow. Impression: non displaced fracture involving base of radial head grossly unchanged compared to prior study. Joint effusion there. On (B)(6) 2015: patient underwent x-ray lumbar spine ap lateral. Impression: laminectomies l3-l4 with posterior fusion hardware l4-s1. Intervertebral prosthetic disc at l4- 5 and l5-s1. Mild retrolisthesis of l2 on l3 with endplate sclerosis. Calcified mass in left pelvis is likely a fibroid. No fracture identified. On (B)(6) 2015: patient underwent x-ray left elbow. Impression: stable alignment and position of non displaced radial head fracture. Persistent fat pad displacement consistent with a hem arthrosis. Normal alignment of elbow. On (B)(6) 2015: patient underwent x-ray left elbow. Impression: healing fracture of neck of left proxima radius. Increased sclerosis noted. Mild impaction persists. Minimal joint effusion. Patient underwent x-ray left knee. Impression: no acute abnormality. On (B)(6) 2015: patient presented for office visit. X-ray showed non displaced slightly impacted fracture the neck junction left radial head. On (B)(6) 2016: patient presented for office visit with chief complaint of diarrhea and abdominal pain. Patient presented with following diagnosis: depression, anxiety, varicella, chronic back pain. Assessment: diarrhea. On (B)(6) 2016: patient presented for office visit with chief complaint of elbow pain. On (B)(6) 2016: patient presented for office visit. Assessment: major depressive disorder, chronic insomnia, post traumatic stress disorder, hypothyroidism. On (B)(6) 2016: patient presented for office visit. X-rays revealed normal wrist, bilateral hips normal. Patient underwent x-ray left wrist. Impression: no acute abnormality. Patient underwent right hip ortho. Impression: no acute fracture or bone destruction. Mild degenerative joint space narrowing and subchondral sclerosis within right hip. Calcified leiomyoma in left pelvis. Evidence of previous lower lumbar laminectomy and instrumented fusion. On (B)(6) 2016: patient presented for office visit with chief complaint of fall and hip injury. Patient presented with following diagnosis: depression, anxiety, varicella, chronic back pain. Patient underwent x-ray left hip. Impression: mildly angulated fracture through the transcervical region of left femoral neck. Mild posterior angulation of femoral head. Degenerative changes of both hip joints. Calcified uterine fibroid in pelvis. On (B)(6) 2016: patient underwent x-ray left hip ap and lateral. On (B)(6) 2016: patient underwent radiograph of left hip and ap pelvis. Conclusion: surgical fixation of a subcapital fracture of left femur. Hardware appears intact. Good alignment. Degenerative changes of right hip. Calcified fibroid in pelvis. On (B)(6) 2016: patient underwent CT lumbar spine without contrast. Impression: mild s-shaped scoliosis of lumbar spine with post-op changes of posterior lumbar interbody fusion and laminectomy spanning l4-s1. Degenerative disc disease most severe at l2-3 but no significant spinal canal or neural foraminal stenosis. On (B)(6) 2016: patient underwent MRI lumbar spine without contrast. Conclusion: stable degenerative annular bulge and modic type one changes l2-3. No canal or foraminal stenosis. Stable appearance of interbody and posterior fusions l5-s1. Stable postoperative granulation tissue left anterolateral epidural space l5-s1. No stenosis at fused levels. On (B)(6) 2016: patient presented for office visit with low back pain, left hip pain, femur fracture. Patient underwent x-ray. Impression: good position of hardware fixing the hip. Low back pain. Left hip pain secondary to fracture which is healing properly. On (B)(6) 2016: patient underwent hip ortho left. Diagnosis: closed fracture of hip, left, with routine healing. Conclusion: 3 screws through left femoral neck fracture is stable. Mild impaction deformity but stable well healed appearance of fracture. Moderate degenerative changes of right hip joint. Fusion hardware lower lumbosacral spine noted. On (B)(6) 2016: patient underwent x-ray lumbar spine. Conclusion: stable appearance of bilateral pedicular screws and rods from l4-s1. Stable appearance of l4 and l5 laminectomy and disc appear with bony fusion at l4-5 and l5-s1. Stable degenerative changes at l2-3 with disc space narrowing, end plate sclerosis, osteophytes and vacuum formation. Mild retrolisthesis of l2 in relation to l3. Fibroid calcification in left pelvis is stable in appearance. On (B)(6) 2016: patient underwent MRI hip joint left without contrast. Conclusion: degenerative change with subchondral cystic change in anterior column and superior acetabulum anteriorly. Anterior labrum and superiorly in left hip appears deficient likely related to degenerative tear. Moderate superior joint space narrowing about right hip with chondromalacia and with mild subluxation superolaterally of right femoral head from osteoarthritis. Uterine fibroids. On (B)(6) 2016: patient presented for an office visit for medication and psychotherapy. Assessment: major depressive disorder; chronic insomnia, post traumatic stress disorder, hypothyroidism; financial problems. Chest pain. Palpitations.

Event description:
It was reported that on (B)(6) 2012, the patient presented with low back pain. The pain was constant, stabbing and aching. Assessment: patient has had l/s fusion surgery 2009 with worsening pain since, limited arom, weakness and is limited with all daily activity, all movement, sleeping, static postures and has headache. Patient is ua to any form of exercise/stretching due to pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2009: the patient was pre-operatively diagnosed with l4-l5 spondylolisthesis with spinal stenosis and degenerative disc disease and underwent the following procedures: bilateral l3-l4, l4-l5, and l5-s1 laminotomy, foraminotomy, decompression of the nerve roots as well as a posterior interbody fusion at l4-l5 and l5 along with the placement of an interbody cage device to l4-l5 and l5-s1, as well as a posterolateral fusion with posterior pedicle screws, the use of rhbmp-2/acs with allograft bone graft and local autogenous laminectomy bone. As per op-notes,¿ these decompressed bilaterally the lateral recess and perform foraminotomies at l3-l4, l4-l5, and l5-s1 and the nerve roots were completely free. Dorsally, there appeared to be an area of dural deficiency where there was 1 mm thinning of the dura with some cerebrospinal fluid leaking. We took 6-0 prolene and used 2 stitches to stitch this up and this made a watertight seal, and on valsalva maneuver this confirmed that there was no leakage of cerebrospinal fluid. The facet joints on the left side at l4-l5 and l5-s1 were resected. The disk spaces at both levels were incised with an 11 blade knife and protecting the nerve roots, the annulus was incised. The disk material at both levels at l4-l5 and l5-s1 were removed with kerrison rongeurs. Pituitary rongeurs and curettes were used to curette the endplates to flat cancellous surfaces. Sequential trials were used. The appropriate size interbody cage device was then packed with rhbmp-2/acs and collagen sponge and this was impacted into the l4-l5 and l5-s1 interspace under fluoroscopic visualization. More autogenous laminectomy bone graft combined with the bmp sponge was placed posterior to the cage within the disk space being careful not to have any material extrude onto the epidural space. At this point, pedicle screws were placed bilaterally in the pedicles of l4, l5, and s1 by burring off the dorsal cortex of the pedicles bilaterally. Using a pedicle finder with nerve root monitoring to find the pedicles, tapping them, palpating them to make sure they were within the confines of the bone and then placing the stryker screws bilaterally in the pedicles of l4, l5, and s1. This was checked under fluoroscopy and found to be in the appropriate position. Titanium rods were contoured for lumbar lordosis connected bilaterally from l4 to s1 and the screws were locked into position. The entire wound was irrigated out copiously with a dilute solution of betadine and duobiotic solution and sterile saline. Hemostasis was excellent. A high-speed bur was used to decorticate the transverse processes and facet joints bilaterally from l4 to s1 being careful to protect the l3-l4 facet joints. The rhbmp-2/acs was combined with allograft bone graft and local autogenous laminectomy bone placed between l4 to s1 thus completing the fusion.¿ the patient tolerated the procedure well without any intraoperative complications.